Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon cut the lens to remove it from the eye. No pt injury. The reporter stated that the lens tear was due to a loading error by the tech.

Manufacturer narrative:
Eval: results: a visual inspection of the returned product shows the lens is torn in half and a piece of the optic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.